Event description:
It was reported to philips that the device had ECG front-end failure/power pca status log messages and failed the operational check. There was no negative pt impact.

Manufacturer narrative:
(B)(4).